Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure. According to the complainant, during the procedure, the tip of the device fell off. The physician did not attempt to retrieve the parts of the probe that fell inside the patient. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of the tip detaching. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.